Manufacturer narrative:
The balloon of a cypher select + ruptured at 6atm. The proximal right coronary artery (rca) lesion was an in-stent restenosis of a duraflex bare metal stent that was heavily calcified and moderately tortuous with 90% stenosis. Pre-dilation was not conducted and the 3.5 x 23mm cypher select+ was directly delivered to inside the previously implanted bms in the proximal rca. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. When the balloon was being inflated up to 6atm, the balloon ruptured. Balloon rupture was confirmed by slight contrast medium leakage under angiography. The stent delivery system of the cypher select+ was retrieved from the patient and post-dilation was conducted with a balloon catheter (powered lacrosse) to further dilate the cypher select+ stent. The balloon catheter ruptured and a different balloon catheter (nc sprinter) was used instead, but it also ruptured. Another balloon catheter (hiryu) was used and the cypher select+ stent was finally post-dilated and the procedure was completed successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The physician commented that "the previously implanted bms (duraflex) was under-dilated and a part of the strut seemed have projected into the lumen." Based on the information provided for review, there are vessel characteristics (heavy calcification, underexpanded bms) and procedural factors (no pre-dilation conducted) that may have contributed to the balloon rupture of the cypher product and the subsequent balloons used. Without the product available for evaluation, it is not possible to determine a relationship between the product and the balloon rupture. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).

Event description:
The balloon of a cypher select + ruptured at 6atm. The proximal right coronary artery (rca) lesion was an in-stent restenosis of a duraflex bare metal stent that was heavily calcified and moderately tortuous with 90% stenosis. Pre-dilation was not conducted and the 3.5 x 23mm cypher select+ was directly delivered to inside the previously implanted bms in the proximal rca. When the balloon was being inflated up to 6atm, the balloon ruptured. Balloon rupture was confirmed by slight contrast medium leakage under angiography. The stent delivery system of the cypher select+ was retrieved from the patient and post-dilation was conducted with a balloon catheter (powered lacrosse) to further dilate the cypher select+ stent. The balloon catheter ruptured and a different balloon catheter (nc sprinter) was used instead, but it also ruptured. Another balloon catheter (hiryu) was used and the cypher select+ stent was finally post-dilated and the procedure was completed successfully. There was no patient injury reported. The physician did not indicate any anomalies prior to use. Physician's comment: the previously implanted bms (duraflex) was under-dilated and a part of the strut seemed have projected into the lumen.

Manufacturer narrative:
Cypher select product (cra/crb/cjb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt.